Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A stoma infection and pneumoperitoneum are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced abdominal pain and remained hospitalized after the procedure. A c-reactive protein (crp) blood tests were performed, with results being elevated at 144. On (B)(6) 2019, an abdominal CT scan was performed, showing a large amount of free air in the abdominal cavity. There was no perforation. The patient was treated with intravenous (IV) pantoprazole, IV metronidazole, and IV cefuroxime while hospitalized. Subsequent crp tests showed the value was decreasing. On an unknown date, the patient was discharged from the hospital. The patient continued using oral antibiotics trikozol and kefalex after discharge from the hospital. The antibiotic treatment was completed on (B)(6) 2019. The patient was still experiencing stoma site secretion after completion of the antibiotic treatment.